Event description:
After the precise stent was placed in the lesion, spasm occurred and the blood flow stopped temporarily. Suction was performed and perdipine (nicardipine hydrochloride) was administered by arterial injection. The blood flow recovered normal. The pt was a male. The target lesion was carotid (no further detail reported). There is no info about the target characteristics. The pt is in stable condition now. Please note that additional info has been requested and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.